Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic procedure, the stapler did not first on the third load. A loud sound was heard and the trigger became soft. The trigger on the device broke off but did not fall into the patient. There was no injury to the patient.